Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has not yet been completed. The monitor and electrode belt were returned to zoll on (B)(4) 2013 and the device evaluation is currently underway. However, a review of the downloaded pt flag files suggest that the monitor and electrode belt were fully functional in the field. The device appropriately detected ventricular fibrillation at 11:44:36 on (B)(6) 2013 and deployed gel at 11:45:23. The device delivered a 162j pulse. The pulse impedance was 25 ohm, within normal operating parameters. The pulse converted the pt's rhythm from ventricular fibrillation to asystole (11:45:41). The pt's rhythm converted to a non treatable rhythm at 11:45:58 and then to an accelerated idioventricular rhythm at 11:48:14. The pt's heart rate then converted back and remained in asystole at 12:01:15. The device properly detected and alarmed for asystole. No treatment sequence was initiated for asystole, as it is considered a non-treatable rhythm. The electrode belt was removed from the monitor at 12:27:33 on (B)(6) 2013. There is no evidence at this time that the device functioned improperly. No equipment deficiencies were alleged against the device. Post-shock asystole is a known risk of defibrillation. Device manufacture date: sn (B)(4): 01/2011 and sn (B)(4): 01/2012.

Event description:
On (B)(6) 2013, zoll logistics was contacted by the wife of a (B)(6) year old male pt. The pt's wife reported that the pt passed away on (B)(6) 2013 while wearing the lifevest. The pt and his wife were driving to the hospital for his appointment to receive an ICD when the device began to alarm. The pt's wife pulled the car over and paramedics were called. The pt's wife believed by the time the ambulance arrived on the highway, the pt had already passed away. A review of the download data revealed that the pt received one appropriate shock during one episode of vf. However, the post shock heart rhythm was asystole.